Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 18. On (B)(6) 2025 , loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.